Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in the emergency department due to red heart alarms. The patient reported no external alarms while connected to the mobile power unit. The patient reported no led activity, a blank screen on the controller and no green running symbol. The patients controller was exchanged. Once the controller was exchanged the patient reported 0 flow and a red heart alarm. No further information was reported. Related manufacturer report number(s): 2916596-2020-03341 and 2916596-2020-03343.

Manufacturer narrative:
This report was determined to be duplicate to MFR # 2916596-2020-04995. Manufacturer's investigation conclusion: the reported event of atypical no external power alarms was confirmed via the log file and was reproduced during analysis. The log file was downloaded from the returned system controller file contained approximately 12 hours of data (B)(6) 2020 3:09 ¿ 13:59 per the timestamp). Throughout the log file atypical no external power alarms activated when the white cable was disconnected. The black power cable was still connected and providing power. The alarm cleared each time when the white cable was reconnected. The returned system controller was functionally tested and the no external power alarms were reproduced when the white power cable was disconnected from power. The backup battery cover was removed to inspect the backup battery; pin 1 was found to be bent out of place. Pin 1 is responsible for detection of the black power cable. The pin was moved back into place without issue and the no external power alarms were not reproduced. The root cause for the atypical no external power alarms was determined to be a bent pin in the backup battery. The device history records were reviewed and the records revealed the heartmate ii system controller (serial # (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer replaced the controller to resolve the no external power issue.